Event description:
It was reported, that the k-wire went through the nail, but when they used the lag screw drill it came in contact with the nail.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.